Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The adjustable pressure limit valve diaphragm, poppet and cage were replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/6/18 phone call, 2/7/18 phone call, and 2/8/17 phone call.

Event description:
The hospital reported that, during a case, pressure higher than expected was noted in manual mode. The clinician reportedly switched to mechanical mode to release the pressure. There was no reported patient injury.